Manufacturer narrative:
D3/d10: the events occurred on unspecified dates in 2024, reported as "over the last four months." D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the four (4) minicap transfer sets and the titanium adapter; further described as ¿transfer sets come apart¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.